Event description:
This is a labeling concern. A pt which the or staff-at the direction of the arthrex rep and surgeon-reused the arthrex reamer after appropriate sterilzation on a second pt. The instrument worked appropriately. However, there was some confusion about if this was a one-time use instrument or if it was ok to be used for a second time. The rep indicated it could be flash sterilzed and reused. The box the instrument is packaged in is not clear if it is a one-tiem use item or not. The only indication that it may not be is a #2 which is circled and slashed through. Reuse of the item is not part of the ncmc or practice. Ultimely, it was reused and the pt had no adverse outcome.